Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was discharged from the hospital from implant. It was noted that it was very difficult to get the power cables to connect to the battery clips. Multiple battery clips were tried but the locking mechanism would get stuck before it would be completely screwed into the battery clip. A system controller exchange was performed since it was impossible to screw and unscrew the power cables and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting the heartmate 3 system controller¿s power cables to battery clips was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and the log file was downloaded (ca160903) for review that showed events spanning approximately 10 days (30aug2023 ¿ 08sep2023, 16oct2023 per timestamp). Events occurring on 16oct2023 were recorded during testing at abbott. The driveline was disconnected from the controller on (B)(6) 2023 at 13:14:53 for a system controller exchange. There were no notable alarms active in the log file that would indicate an issue with the system controller. The system operated as intended while connected to battery power. The returned heartmate 3 system controller was functionally tested and was able to support a mock loop for an extended duration without any issues or alarms becoming active. The system controller was further tested with several test clips. The connector nuts were able to be fully fastened as intended without any excessive force. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: hsc-128222) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.